Event description:
It was reported that the patient in clinic for initial implant procedure. During procedure, it was found that the insertable cardiac monitor (icm) exhibited failure to be interrogated via bluetooth and exhibited no magnet response. The icm was not implanted, and another near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of no ble telemetry was confirmed. The device was at end of life (eol) level upon receipt. Device arrived unable to interrogate. Device was cut open and high current drain on hybrid was noted. A longevity calculation was performed and found the battery depletion to be premature. Analysis performed showed the accelerated depletion of battery was due to high current in the hybrid. The anomalous component on the hybrid could not be determined.